Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. Since a leak failure occurred at the toric joint of air/water connector inside the scope connector, reprocessing could not be completed, which caused foreign material to remain. However, a definite root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for use: "gf-uct180- the reprocessing method is described in the following items: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited foreign material on the gap of the distal end. There were no reports of patient involvement.